Event description:
Info was received that reported a pt was hospitalized in 2007, due to hyperglycemia. The reporter stated that one day prior, they did a site and set change. At school the following day, blood glucose was 300-400mg/dl. The pt was transported to the hosp. Upon removal of the subcutaneous infusion set they discovered the cannula was bent at a 90 angle. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.